Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient reported via phone call that her blood glucose increased to over 600 mg/dl. The patient treated with a 25-unit manual insulin injection. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The infusion set cannula did not appear bent or crimped. The device settings were programmed accurately. A high pressure test was declined due to lack of a tubing clamp. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned and a tubing clamp was shipped to the customer.